Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that when they were at the healthcare professional (hcp) office about three weeks ago and at least one bolus did not appear on the pump download and she believed in the pump bolus history. The reporter stated that she has a record of what boluses did not show on the download from the hcp office but did not have it at the time of the call. The reporter stated that the patient had a large carbohydrate meal and bg was 200mg/dl and then went down to 80mg/dl without symptoms. The reporter stated that she believed that the pump time/date were correct but could not confirm. Customer support advised the reporter to call back when the pump was available for review. There is no reportable adverse event with this complaint. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and bolus history for the event have been overwritten. A 10u normal bolus was performed successfully and was accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Meter was not returned with the pump. Pump was paired with test meter and a 10u bolus was successfully given from the test meter to the pump. The bolus was accurately recorded in pump history. The pump was then downloaded using diasend software; both boluses were present in the download. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)